Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: d314drg, implantable cardioverter defibrillator (ICD), (B)(6) 2011. (B)(4).

Event description:
It was reported the right ventricular lead threshold measurement increased, it was unable to capture at maximum device output and the r waves were small. It was also reported the device battery predicted longevity was less than expected. The lead was capped and anew lead was implanted. The device was removed and a new device was implanted. No patient complications have been reported as a result of this event.